Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. At an unspecified time the device was programmed to deliver an unspecified antibiotic. No specific programming parameters were provided. After an unspecified length of time while the nurse was transporting the patient, the device displayed a white screen with no audible alarm tone and "just shut down." The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)